Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens but the icl would not unfold correctly as the icl was being inserted. There was pt contact but no injury. The back-up icl was implanted.

Manufacturer narrative:
(B) (4) (lens would not unfold correctly). Lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).